Event description:
Pt admited to emergency department. PICC flushed without resistance with 10cc as per protocol. Able to obtain blood specimens as ordered. Upon flushing with 10cc nss catheter separated from winged hub and bleeding from site. Dr. Accused defective PICC.